Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the ventricular lead warning triggered. Bipolar impedance was measured at 328ohms with unipolar impedance at 341ohms. 6721 low impedances have been measured since the warning. Lead threshold was less than 1v@0.4ms. The lead is still in use. No patient complications were reported as a result of this event.